Manufacturer narrative:
Correction: h6-c and h6-d.

Manufacturer narrative:
According to the facility, it was reported that a foley catheter ruptured during insertion for cervical ripening when inflated with 12 ml of sterile water. There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, it was reported that a foley catheter ruptured during insertion for cervical ripening when inflated with 12 ml of sterile water. There was no further information.